Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to obtain an internal ECG waveform was inconclusive because the use conditions could not be reproduced. The product returned for evaluation was one 3cg tls stylet and leads assembly. Several bends were observed along the length of the stylet. Inspection of the leads assembly revealed slight wear on two of the metal contacts. The third, corresponding to the stylet, appeared free of any wear marks. Microscopic inspection of the contact corresponding to the internal ECG signal confirmed the absence of any wear marks. Connection between the stylet and the leads assembly was unremarkable. Connection between the leads assembly and non-complainant snap electrodes was unremarkable. Inspection of the connected stylet/leads assembly using a digital multi-tester did not reveal any discontinuities. Resistance was stable and within manufacturing specifications. No deficiencies were discovered during evaluation of the returned sample; however, the interface between the returned disposable components and the capital equipment could not be tested. Consequently this complaint is inconclusive at this time. The lack of wear markings on the stylet contact suggested that incomplete contact was made between the leads assembly and the capital equipment which may have contributed to the reported event. A lot history review (lhr) of reby0710 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the healthcare professional inserted PICC, observed tracking, both base line and intravascular ECG obtainable, pulled PICC back 1cm, unable to see intravascular ECG again. Using siterite 8 which has been upgraded.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0710 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the healthcare professional inserted PICC, observed tracking, both base line and intravascular ECG obtainable, pulled PICC back 1cm, unable to see intravascular ECG again. Using siterite 8 which has been upgraded.